Event description:
This complaint was reported by a customer from UK. Delivery issue.

Event description:
This complaint was reported by a customer from UK. Delivery issue.

Event description:
This complaint was reported by a customer from UK. Delivery issue.